Event description:
Additional information was received indicating that the malfunction happened while testing.

Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the pump. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the customer's concern regarding latch alarming when closed was not able to be duplicated. It was noted that a bubble of the downstream occlusion (dso) seal may have caused the pump to alarm. A new dso seal will be replaced as a preventative measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information received indicating that a smiths medical cadd solis vip pump alarmed every time latch was closed. No adverse effects reported.